Event description:
A malfunction alarm occurred, displaying malfunction code 0. There was no adverse impact to the customer¿s blood glucose level. Customer support provided instructions to reset the pump and assisted the caller in doing so. The issue did not recur after the reset, and the customer was advised to continue using the pump while monitoring for any future malfunctions, with the understanding to contact support if issues reoccur.